Event description:
After toileting the resident, the caregiver moved the sara stedy away from toilet with resident sitting on the stedy pads so she could change the resident's diaper. Caregiver had the resident stand up for no more then 2 minutes when the resident all of a sudden started to go down. The caregiver quickly got behind the resident and carefully lower her to the floor. The resident was then having difficulty putting pressure on her right leg and after getting x-rays found out she broke her fibula. Reference MFR report # 9681684-2013-00104.